Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was not properly removing residual from the cartridge. The customer was educated on the propter load techniques. Customer resolved the issue by changing the infusion set and cartridge and then resumed insulin.